Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. The product was returned for analysis and haptic was observed misfolded. Additional observations were as follows: the device was returned in the blister tray. The lens stop and the plunger stop has been removed. The plunger is oriented correctly. Correct nozzle confirmed on the device. Viscoelastic is dried in the device. The lens is advanced into the mid nozzle. The trailing haptic is looped behind the lens and is partially folded. The leading haptic is folded onto the optic. We are unable to determine the root cause for the reported complaint "plastic opened over the lens and then the lens did not advance correctly". Trailing haptic was observed incorrectly folded. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, the lens did not advance correctly. There was patient contact. A new lens was used to complete the case. There was no patient impact.